Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It has been reported that following insertion the patient experienced urinary tract infection and levator muscle spasm.

Event description:
Details: it has been reported that following insertion the patient experienced urinary tract infection and levator muscle spasm.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal dryness, vaginitis, yeast infection, vaginal itching, urinary urgency, urinary frequency, discomfort, and vaginal burning.

Event description:
It was reported that following insertion the patient experienced vaginal dryness, vaginitis, yeast infection, vaginal itching, urinary urgency, urinary frequency, discomfort, and vaginal burning.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following the procedure the patient experienced extrusion, recurrence, bleeding, infection, urinary problems, dyspareunia and vaginal scarring. (B)(4).